Event description:
The customer reported that the insulin pump alarmed and error during the manual prime. Advised the customer to revert to back up plan. The customer's glucose level at time of call was 290 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.